Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative: high gradient can be a result of possible valve related and/or non-valve related issues. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be determined with the available information. The subject device was not returned for evaluation as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that this patient with a 21mm 3300tfx aortic pericardial valve exhibited high gradients after an implant duration of approximately two (2) years and two (2) months. As per the surgeon, the valve was malfunctioning and leaflets seemed to move slowly possibly due to an increase in the aortic gradient. The tee echo demonstrated stiffness of the cusps with an average gradient of 35 mmhg. The patient has been discharged and is waiting for intervention with pharmacological therapy.